Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. It was reported that the patient mentioned that they previously had the device implanted but it was removed because it was contradicting pain management techniques they had to do for back pain. The patient now has a neurostimulator which helps reduce the pain.